Event description:
It was reported, that the patient presented to the hospital for a scheduled pulse generator change out. Upon interrogation, it was found out that the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.